Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter city: (B)(6). Device manufacture date: unknown. Investigation summary: one photo of a loose 5ml syringe with orange tip cap attached was received and evaluated. It was observed there was a large lengthwise crack extending from the zero line to the 5ml marking, which was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batches 8078632, 8182732,8251572 and 9070658 are considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batches 8078632, 8182732,8251572 and 9070658 are considered in compliance with our product specification requirements.

Event description:
It was reported that the syringe 5ml ll bns experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: one of our customers found a syringe code 301027 with a crack along the long side of the piece.